Event description:
It was reported via edwards sales representative that an aortic bioprosthetic valve was explanted after an implant duration of approximately 8 years due to aortic stenosis and calcification. The valve was replaced with another edwards bioprosthetic valve. The operative report confirmed severe aortic stenosis as the cause for explant. The patient recently presented with recurrent shortness of breath and a severe gradient of 65mmhg. No coronary artery disease was found. As per the operative notes, "the patient tolerated the procedure well. There were no complications. The patient was transported to cv ICU in stable condition."

Manufacturer narrative:
Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple causes of bioprosthetic valve stenosis; one of which is calcification. The explanted device is expected for return but has not yet been received; therefore, the reported calcification cannot be confirmed at this point. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event. Additional information will be reported once received.